Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported.

Event description:
It was reported that the burr stuck on wire. A 1.50mm rotapro and rotawire were selected for use. During the procedure, when attempting to remove the device in a normal fashion after completing multiple runs of rotational atherectomy, it was not behaving properly. It was discovered that the burr became fused with the wire and was unable to be removed. They were able to remove the wire using dynaglide mode and wet gauze. Once removed the burr from the wire, it fell apart from the drive shaft. No patient complications were reported.

Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Microscope inspection of the device did not identify any damages or defects as the tip was in good condition and there was no sign of wear to the device. The rotapro used in the procedure was returned; however, due to the damage present to the burr catheter, wire testing could not be completed.

Event description:
It was reported that the burr stuck on wire. A 1.50mm rotapro and rotawire were selected for use. During the procedure, when attempting to remove the device in a normal fashion after completing multiple runs of rotational atherectomy, it was not behaving properly. It was discovered that the burr became fused with the wire and was unable to be removed. They were able to remove the wire using dynaglide mode and wet gauze. Once removed the burr from the wire, it fell apart from the drive shaft. No patient complications were reported.